Event description:
The event is reported as: the customer alleges that the endotracheal tube has a visible indentation at the very tip of the tube.

Manufacturer narrative:
The device samples were received by the manufacturer, but the investigation is incomplete at the time of this report. The customer returned fifteen unused samples. Per DHR (device history record) the product et tube, uncuffed, 2.5, lot #01h1300317 was manufactured on 08/29/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.